Manufacturer narrative:
Initial.

Event description:
It was reported that the patient scanned the freestyle libre 3 plus sensor and pairing initially failed, then the agent instructed the patient to rescan and glucose readings subsequently appeared on both the phone and the ilet device. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included troubleshooting and education regarding sensor pairing. Investigation of this case revealed that the device and sensor were functional after reattempting the pairing process, consistent with a resolved pairing failure. It was concluded, based on previously established findings for similar reports, that the cause was user-resolved operational pairing error.